Event description:
The reporter contacted animas on (B)(6) 2013, alleging that after water exposure, the pump alarmed 'replace battery' during the night and the patient stated the pump did not have an audible alarm, just read it on the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/19/2013 with the following findings: during investigation, the audible and vibratory featured functioned appropriately. The complaint of no audible alarms was not able to be duplicated during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.